Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. In addition, the customer stated the end of usb cable that connects to the pump felt "hot as fire." Customer reported blood glucose level was not impacted. During a follow up the pump was confirmed to be charging. A replacement usb cable and wall adapter were sent to the customer.